Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss capture was observed on the left ventricular (lv) lead due to dislodgement. A replacement procedure is anticipated, however has not yet been performed. The patient was in stable condition and will continued to be monitored.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.